Event description:
A report was received that the patient will undergo an ipg pocket revision procedure due shallow placement of the ipg.

Event description:
A report was received that the patient will undergo an ipg pocket revision procedure due shallow placement of the ipg. Device malfunction was not suspected.

Manufacturer narrative:
Additional information was received that the patient experienced an uncomfortable feeling as though the ipg was coming out of the skin. The medical professional assessed there was no skin breakage and the site looks fine. The patient still prefers to have an ipg revision procedure.

Event description:
A report was received that the patient will undergo an ipg pocket revision procedure due shallow placement of the ipg. Device malfunction was not suspected.